Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Seven (7) out of nine (9) connectors of the tigerpaw system ii device were engaged and two (2) were not engaged. There were no patient negative effects.